Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test. Pump received with cracked battery tube threads, stained address/serial number label and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarms more frequently feels like pump was not giving enough insulin, reservoir changes smells like insulin and thinks it was leaking and plastic chips off of reservoir. No harm requiring medical intervention was reported. The device will not be returned for analysis.